Event description:
It was reported that during the procedure on stroke patient (clot was in ica-internal carotid artery and m1), the stent retriever (subject device) detached. Multiple attempts were made by surgeon to snared it out, but retriever was left in patients brain in m1 vasculature. Medication was administered to the patient. The procedure was not completed and the clot was not able to be removed (clot still in m1). According to the physician, the issues were related to the subject device . The patient clinical condition is not good, experiencing symptoms related to the clot and the acute nature of the event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained throughout the procedure, no resistance was encountered during advancement of the retriever through the microcatheter or to the lesion, and the retriever was able to successfully deploy and integrate with the clot before it had detached. The device and clot were unable to be removed after attempted retrieval with another 6mm retriever, 2 snares, and an embotrap. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure on stroke patient (clot was in ica-internal carotid artery and m1), the stent retriever (subject device) detached. Multiple attempts were made by surgeon to snared it out, but retriever was left in patients brain in m1 vasculature. Medication was administered to the patient. The procedure was not completed and the clot was not able to be removed (clot still in m1). According to the physician, the issues were related to the subject device. The patient clinical condition is not good, experiencing symptoms related to the clot and the acute nature of the event.